Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient was transferred from device registration to patient services. The patient reported redness, swelling, and pain. They stated their initial reason for calling was to update their information. They reported that after they were implanted they had a lot of problems. They explained these problems were infections. They reported they had pain in their urethra that was still there. They reported that under their leg, from the implant, they had swelling and redness that hurt. They confirmed all of these problems started when they came back from a conference in (B)(6) 2018. They stated they confirmed that the infection was caused by rare kinds of bacteria with a high concentration. The patient reported they were given the right medicine to get rid of the infection. They stated they were going to see their healthcare provider on (B)(6) 2019 to address the issues reported in the call today. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare provider reported the emla cream was applied to the urethra to resolve the reported issues. The patient reported the issues were not resolved, the problem was still there.